Manufacturer narrative:
The investigation reviewed the 20-aug-2024 calibration data; the calibration was acceptable but the signals changed compared to the previous reagent lot. The investigation reviewed the qc recovery; the recoveries were erratic and showed both high and low recoveries either at the 2 standard deviation range or close to out of range. This is an indication of a possible reagent issue. The field service representative inspected the module and indicated that the recovery issue started with the reported reagent lot. The customer changed the reagent lot and obtained acceptable qc results. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results from 567 patient samples tested on the cobas 8000 c702 module. The reporter stated that they noted the variation in qc and patient results when they started using the reported reagent lot. The reporter was able to provide one patient sample with discrepant results: the initial result was 9.6 mg/dl. The repeat result was 7.7 mg/dl. The initial result was not reported outside the laboratory as it was deemed incorrect. The repeat result was deemed correct.

Manufacturer narrative:
The serial number of the cobas 8000 c702 module is (B)(6). The investigation is ongoing.